Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes ¿hernia defect was identified, omentum was reduced and patch of marlex mesh (device #1) was overlayed and secured with sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralight st mesh (device #2) and explant of bard flat mesh (device#1). Per operative notes ¿hernia sac was identified and dissected out. The fascia was cleared around the hernia and an overlay of ventralight st mesh (device #2) was tacked down using sutures.¿ attorney alleges that the patient had hernia recurrence and pain.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.